Manufacturer narrative:
Batch review performed on 13 february 2020: lot 185114: (B)(4) items manufactured and released on 20-sept-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported.

Event description:
Revision surgery performed about 2 months after primary surgery, for knee infection. I&d and liner swap performed successfully.